Event description:
Complainant alleged that the clinician was setting up the device for possible use on a pt (age and gender unknown), but the device would not discharge. There was no indication of any adverse effect on the pt as a result of the reported malfunction.